Manufacturer narrative:
H3, h6: the product ID: bi71000225r, lot number: s2042mro rev. T, was returned to the manufacturer for analysis. In summary, no faults were found. The standalone printed circuit board (pcb) passed testing and the system performed as intended when it was installed into a test imaging system. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that when having the image acquisition system (ias) around the patient, radiation was disabled and the system was stuck in initialization. Rebooting the unit provides no resolution. Site brought in another o-arm to continue with surgery. There was no patient impact and a delay of less than one hour.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000225r. Product ID: bi71000464. H3 - a manufacturer representative went to the site to service the system. Replaced standalone board and fuses. System passed all testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.